Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-18600. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2021 where both leads were explanted and one lead was replaced restoring stimulation. It is unknown which lead was explanted so both are being reported.

Manufacturer narrative:
Event date is estimated.